Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). Predilation was performed using a 2.5mmx12mm apex¿ balloon catheter. A 3.00mmx28mm promus premier¿ stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noticed that the stent on the blue shaft was not deployed and the struts were "dinged up a little bit." The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the mid-section (9th row from proximal edge) of the crimped stent were distorted, damaged & lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).